Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: 17-nov-2023 h.6. Investigation summary: bd received 100 samples for investigation. The samples along with retention samples from the same lot were visually inspected with no additive abnormalities observed. Complaints for sample quality are under statistical control for (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported when using the bd k2edta tube are clotting. The following information was provided by the initial reporter. The customer stated: the tubes are clotting the samples, which impacts the patient that has to be punctured.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube are clotting. The following information was provided by the initial reporter. The customer stated: the tubes are clotting the samples, which impacts the patient that has to be punctured.